Event description:
At 10:20 am resident was being transferred from bed to shower bed, when the lift strap broke. Resident fell to the floor. Resident landed with left shoulder and left hip on bars of lift and head struck the bed. No injuries were noted, but resident was sent to hosp for eval. All tests were negative. Resident came back to nursing home. At the nursing home resident presented with nausea and confusion. Resident was sent back to the hosp for further eval. Hosp kept resident for a 24 hr observation and released pt. Nausea and confusion unrelated to fall.